Manufacturer narrative:
Inspection of the needle mechanism found no damages or defects that would contribute to the reported dislodging of the cannula. Download data showed no timeouts or drive stalls and no alarms were generated. Phb data showed no abnormalities. The cause of the reported dislodging could not be determined. Fluid path testing found fluid able to flow through the complete fluid path. A leak test was performed and found no leaks or blockages. Inspection of the adhesive pad and bottom housing found no damages or defects that would have contributed to the reported adhesive event. The cause of the reported adhesive malfunction could not be determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the patient's blood glucose level (bg) rose to >250 mg/dl while wearing the pod between 24 and 36 hours. The pod reportedly was coming loose from the infusion site (leg) and leaking, causing the cannula to dislodge. As treatment, a new pod was placed.